Event description:
The medical records department of the distributor received an out-of-service/removal report which stated that this lead was removedx from service because of a "lead fracture". The report also stated that the patient received inappropriate shocks from his automatic implantable cardioverter defibrillator (aicd). The aicd was explanted. The two rate sensing leads were capped and remain implanted. The physician elected to replace this aicd with a pacemaker cardioverter defibrillatordevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.